Event description:
Procedure type: lap. Colectomy of cecum with terminal ileum. According to the rptr: valve was broken and fell into the pt cavity, but it was retrieved. A new instrument was used to complete the procedure. There was no add'l bleeding and no tissue damage. Operative time was not extended more than 30 mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).